Event description:
Philips respironics reported an FDA recall of their dreamstation apap/CPAP device back on june 16, 2021 which I am prescribed to use for severe sleep apnea. I registered for my device with their recall system. After hearing nothing for several months, and being advised by my physician to stop using the philips device, I had to purchase a new device at a personal cost of (B)(6) (insurance wouldn't cover any of it). I have called 4 times to the number provided by philips for handling the recall. The last call in (B)(6) 2021, I was told I would be issued a reimbursement in lieu of a replacement. I called philips recall number again today (B)(6) 2021, and was told there was movement on my reimbursement request. FDA safety report ID# (B)(4).